Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat an in-stent restenosis in the proximal left circumflex artery. The 0.014 bmw guide wire (gw) was used in a procedure during pre-dilatation with a non-abbott balloon and a non-abbott 6f guide catheter. During removal resistance was noted with the guide catheter; therefore, the gw, balloon and guide catheter had to be removed as a single unit. After removal, outside the patient anatomy it was noted the gw has become separated in 2 pieces. The distal portion was noted to be on the floor. Fluoroscopy confirmed no part of the gw remained in the patient. A new guide catheter, non-compliant balloon catheter and bmw gw were used to complete the procedure. Reportedly, all devices were damaged passing through the guide catheter, but were successfully used in the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.